Manufacturer narrative:
Investigation summary: one sample was received with no sealed packaging flow wrap. It has the plunger rod-rubber stopper, a blue the tip cap instead of the original blue, saline solution up the 4.5ml mark, the barrel label confirms the lot# 8074772, and the rubber stopper is at the 4.5ml mark. The sample was tested for sustaining force. It measured 16.80n which is within specification. After the first test the plunger rod was pulled up to the 10ml mark and tested again giving the same sustaining force of 16.80n therefore failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8074772 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8074772 during this production run. Root cause description: not verified.

Event description:
It was reported that the bd posiflush¿ ns filled syringe plunger was difficult to move. There was no report of exposure, injury, or medical intervention.